Event description:
The staff from the radiology department nearly injected contrast dye for a computerized tomography (CT) scan through the valve sampling port of the pt's accudrain. Add'l info has been requested.

Manufacturer narrative:
The device involved in the reported incident is not expected to be rec'd for eval. An investigation has been initiated based upon the reported info.